Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) had not received a device on which to perform failure analysis investigation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. The procedure started at 08:35 am and emergency-stop activation occurred at 09:20 am.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgery, the procedure was converted to a sternotomy due to uncontrollable bleeding. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported the issue while the customer was trying to remove an instrument off a bleeding vessel. The customer had already converted the procedure to sternotomy but needed assistance with removing the instrument off the tissue. The customer was guided through selecting the emergency stop (e-stop) and using the emergency wrench to open the jaws on the instrument. The customer was able to successfully remove the instrument from the tissue and they were continuing with the conversion. The surgeon was dissecting the azygos vessel using the maryland bipolar forceps instrument when the issue occurred. The source of the uncontrollable bleeding was from aberrant vascular anatomy. The bleeding could not be stopped due to location and access, and so it was necessary to go through the chest. The estimated blood loss was 800 milliliters. The instrument was inspected prior to use and no damage was observed. There was no device malfunction associated with the event, the instruments operated as expected, and there were no error messages or alarms noted during the procedure. The surgeon reported that the conversion was not due to a robotic issue.